Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump. It was reported that the volume remaining in the pump reservoir deviates from the expected / calculated volume based on the last pump refill and delivery rate. Diagnostics tests or troubleshooting performed were unknown. Factors that may have led or contributed to the issue were unknown. The issue was not resolved as of (B)(6) 2025. The pump was planned to be explanted. The pump was to be returned to the manufacturer. The patient's medical history, gender, and age at the time of the event were unknown or would not be made available. No patient symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider via a manufacturer representative. It was clarified that the event took place on 2025-jun-12. The pump was refilled on 2025-jun-12 and the programmed volume, filled volume, actual reservoir volume (aspirated volume), and expected reservoir volume were unknown. It was further indicated that the event was since resolved.

Manufacturer narrative:
H1 update: due to additional information received, serious injury report type no longer applies. H6 update: due to additional information received, all serious injury codes were removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient did not experience any symptoms related to the event. The model number, serial number and implant date of the pump was unknown. The onset of the event was (B)(6) 2025. It was stated that there was more drug found in the reservoir than expected. No surgery was scheduled. The pump would be monitored and according to the physician a handling error was identified as possible cause. It was unknown if the event resolved. The pump was not returned because it was still in use.

Manufacturer narrative:
B2 correction: intervention required was selected on the initial report regarding outcomes attributed to adverse event; however, this is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.